Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of noise on the right atrial channel that resulted in oversensing and inappropriate automatic mode switching by the device. No intervention was performed and the patient was stable and will continue to be monitored.

Event description:
Additional information was received that the right atrial (ra) lead was capped and replaced during an unrelated procedure. The patient was stable.